Event description:
Information provided states that during a case the surgeon was attempting to insert a curved spacer with great resistance secondary to a bone spur in the way. An attempt was made to force the implant across the spur while malleting causing the inserter to break and the implant to strip. Implant was successfully removed and a straight spacer was implanted.

Event description:
Information provided states that during a case the surgeon was attempting to insert a curved spacer with great resistance secondary to a bone spur in the way. An attempt was made to force the implant across the spur while malleting causing the inserter to break and the implant to strip. Implant was successfully removed and a straight spacer was implanted.